Manufacturer narrative:
Review of the manufacturing records indicated that the lead met all of the requirements of the specification during inspections. The reported issue could not be investigated, because unfortunately, the device was lost during transit to the expertise location. Given that during the first attempt to position the lead, the screw was successfully extended, and based on previous similar cases, the most likely hypothesis could be related to friction caused by blood residue into the screw mechanism. These residues could be located either within the screw housing or at the inner coil, infiltrating through the seal. If the lead is recovered, the investigation will be completed.

Event description:
Reportedly, during an implantation attempt the surgeon experienced difficulties with screw deployment (screw extension) when attempting to reposition the lead for the third time. No difficulties were noted for the first positioning and second repositioning.

Event description:
Reportedly, during an implantation attempt the surgeon experienced difficulties with screw deployment (screw extension) when attempting to reposition the lead for the third time. No difficulties were noted for the first positioning and second repositioning